Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) female patient with pre-existing condition of stenosis in the right sfa; which was treated with a balloon. During sheath exchange for a shorter sheath; (in order to use another manufacturer's closure device), the sheath came apart and the tip remained inside the patient's left common femoral artery. The user retrieved the sheath tip by accessing the right groin with a needle and placed a sheath inside the right side. They then snared the wire that was coming from the patient's left side and pulled it out of the sheath from the right groin. A kmp catheter and from the right groin, pushed it forward until the broken sheath tip came out the left common femoral artery. Additional information was provided that the patient had a calcified anatomy.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawing, device history record, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one used/damaged kcfw-6.0-35-55-rb-hfanl0-hc was returned for investigation. However, the sheath tip was not returned. The sheath had separated approximately 46.3 cm from the hub. The edge of the separated portion appeared smooth with no evidence of material thinning or deformation. Also, there was approximately 3.5 cm of stretched coiling at the distal end of the returned segment. At this time, with the information available, a definite root cause cannot be determined. It is possible that the device separated because it was not manufactured to specification (i.e. Insufficient bond melt), or the patient's condition (calcified anatomy) could have led to the device to become stuck, thus requiring the user to apply excess force during removal. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A (B)(6) female patient with pre-existing condition of stenosis in the right sfa; which was treated with a balloon. During sheath exchange for a shorter sheath; (in order to use another manufacturer's closure device), the sheath came apart and the tip remained inside the patient's left common femoral artery. The user retrieved the sheath tip by accessing the right groin with a needle and placed a sheath inside the right side. They then snared the wire that was coming from the patient's left side and pulled it out of the sheath from the right groin. A kmp catheter and from the right groin, pushed it forward until the broken sheath tip came out the left common femoral artery. Additional information was provided that the patient had a calcified anatomy.